Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the circuit is not passing the ventilator leak test. The issue was found prior to use on a patient.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The breathing circuit was connected to an in-house leak tester. Per iso 5367:2014, annex "e", 60 +/- 3 cm/h2o of pressure was applied to the circuit. The standard states the maximum leak value for an adult circuit cannot exceed 70 ml/min. Once the pressure was applied to the circuit, the leakage rate was measured to be 178 ml/min. The circuit was submerged underwater in order to identify the source of the leak. Further visual examination revealed the circuit was leaking at the grommet on the inspiratory limb. The sample was sent to the manufacturing site for further investigation. It was observed that the circuit had a leak between split grommet 12119 and bushing, grommet, heated wire connector 84043. During the functional test it was observed that if the split grommet 12119 was pushed in, the circuit did not leak. The customer reported complaint of a leak was confirmed. The circuit was leaking at the grommet on the inspiratory limb. Circuits are 100% tested as part of the normal process according to the leak test procedure; therefore , it is unlikely this defect was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related cause. According to the manufacturing site, there is insufficient evidence to suggest that this issue originated during the manufacturing assembly process. It is unknown if the sample was subject to incorrect handling during use. Therefore, the root cause of this complaint could not be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The complaint is reported as: the circuit is not passing the ventilator leak test. The issue was found prior to use on a patient.